Manufacturer narrative:
An event regarding a revision of a competitor shell and tissue discoloration involving an unknown stem was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review could not be performed as the reported device lot code was not a review of the complaint databases could not be performed as the reported device was no properly identified. The patient was revised due to a loose competitor shell. It was noted that there was tissue discoloration near the stem area however; there was no confirmation that the stem was a stryker device.

Event description:
It was reported that the patient was revised due to loose competitor cup. The x-rays appeared to be a stryker stem but was not confirmed. The head was the only stryker device being removed. Morse taper adapter and c-taper head was used as replacement. No issue was noted with the stryker head. The surgeon noticed tissue discoloration near the stem area. No details available for 1st revision which may have been competitor product.

Event description:
It was reported that the patient was revised due to loose competitor cup. The x-rays appeared to be a stryker stem but was not confirmed. The head was the only stryker device being removed. Morse taper adapter and c-taper head was used as replacement. No issue was noted with the stryker head. The surgeon noticed tissue discoloration near the stem area. No details available for 1st revision which may have been competitor product.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stem. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.